Event description:
During a case the pt sustained burns resulting from hot (nearly boiling) irrigant solution. The surgeon is blaming the vapr iii generator and beleives that the generator has been working weirdly, not shutting down when an electrode comes into contact with the scope causing the optics to be damaged. See MDR 1221934-2004-00095 and 1221934-2004-00096.